Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 24 unopened pouches. Analysis and results: there are no previous complaints of the same reference-batch. There are no units in our stock. Tightness test to the samples received has been performed and the units are tight. When a rotation test on closed samples received were performed, it was noticed that some threads break easily next to needle. Then, detachment of the needle could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burn and break easily in the attachment area. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. The closed samples received fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, it is required to replace or offer a refund for this code/batch to the customer. Corrective/preventive actions: according to the internal procedures, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Needle detachments 5 cases are the same.